Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a device check. Upon review, the right ventricular lead exhibited noise. The patient did not experience symptoms. No further information was available.